Event description:
It was reported that the patient underwent a revision surgery of his artificial urinary sphincter (aus) for unspecified reasons. Pump was explanted and replaced. Additional information was requested and it was stated pump was explanted due to patient not having access to it as it was behind the testicles. No adverse patient effects.